Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated and multiple secure sense episodes were noted due to noise on the lead. The lead was capped and replaced and the patient was in stable condition.